Manufacturer narrative:
On 6/10/2019. Suspect device was received. Device evaluation completed on 6/26/2019: during evaluation of the sample it appeared intact.since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: left-mentor smooth round moderate plus profile 550cc saline breast implant, catalog number 3502550, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 550cc saline breast implants which the right side deflated after implantation. Patient reported to doctor with right deflation. Doctor confirmed on psychical examination. Patient woke up one morning and the right side was smaller than the left. As a result patient is scheduled for removal and replacement on ''(B)(6) 2019''.